Event description:
It was reported that the faradrive sheath was selected for use in a pulmonary vein antrum isolation (pvai) procedure. The physician noted that while drawing back on the syringe, blood was seen leaking from the valve. The procedure was completed using an alternate device. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the faradrive sheath was selected for use in a pulmonary vein antrum isolation (pvai) procedure. The physician noted that while drawing back on the syringe, blood was seen leaking from the valve. The procedure was completed using an alternate device. No patient complications were reported. The device is expected to be returned for analysis. 08may2025: device is returned.

Manufacturer narrative:
The selected faradrive sheath was returned with its native dilator still inserted, requiring the removal of the dilator to proceed with device analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. Inspection of the hemostatic valves found the external valve torn by the center slit on the outer face which compromised the valves' ability to seal pressure and fluid within the sheath. The valves were also noted to be deformed due to the prolonged insertion of the dilator, as the sheath was returned with its dilator still inserted.